Manufacturer narrative:
E1. Initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use the connection port on the suction line came off. The actual item is available for investigation. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation summary: one used decontaminated sample (B)(6) deht blu suctionaid sub-assy was received for investigation without its original packaging. Five (5) pictures were provided by the customer, where tube and connector separation was observed. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, it was detected that the connector is separated from the suction line. The failure modes reported by the customer were confirmed. To determine the cause of the separation of the components, a second visual inspection was performed. It was detected that the tube did not have enough solvent. Tube was likely not submerged properly in solvent dispenser or in a dispenser with low level of solvent. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A device history record could not be completed as no lot number was received.